Event description:
Customer states that, with device lead power up defaulted to paddles lead, then applying ECG electrodes during a pt code, confusion would arise with operator looking at artifact on screen which was displaying artifact from open paddles. Customer complains that lead selection on device is too difficult in a code situation.